Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance acquiring an ECG waveform, reported that the patient went for a CABG when they came out there was no ECG waveform an pump was showing no cable. Informed customer to switch out the ECG cable, when following up they surgeon decided patients numbers were good and removed patient from balloon. There was no patient hard reported.

Manufacturer narrative:
This complaint is being filed due to possible alleged fault as the CT surgeon removed the balloon due to the inability to acquire an ECG signal on this cs300 intra-aortic balloon pump (iabp). The local rep informed me that these pumps were purchased used from a secondary company and are not being maintained appropriately by their hospitals. They also do not have a service contract with getinge. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.